Event description:
Patient previously implanted with competitor's hardware was revised to synthes device. During surgery the trial head was too loose on the trial stem. Surgeon was forced to hold the trial head in place while images were taken; surgeon reportedly may have experienced increased amounts of intraoperative x-ray exposure due to the loose trial head.

Manufacturer narrative:
A product development evaluation was performed. Trial heads are used to evaluate which implant size (in both height and diameter) should be used for each patient according to anatomy and fracture pattern. The trial head was designed to be a loose fit on the trial stem to facilitate easy removal and quick exchange with a different size trial head during the procedure, as determined by design surgeons based on their experience and the requirement to keep this portion of the operation simple and quick. This design concept is similar to other competitive devices that have the side-loading feature to place the head on the stem. Because of the side-loading feature and loose fit design, if the soft tissue tension is not correct due to trial head that is smaller than required, the trial head will be able to slide around on top of the stem if the forces are in line with the dovetail feature. Holding the head trial during the trial reduction may be required in a situation where the damage to the bony structures and soft tissue is severe causing a grossly unstable situation or in taking x-ray motion pictures of elbow movements. The information provided regarding the event was not detailed as to how the images were taken; such as involvement of motion, orientation of the elbow, direction of picture taking, etc. Based on the intent of the design, this was not a malfunction of the product.

Manufacturer narrative:
Device was used for treatment. Patient information was not reported as this event reports x-ray exposure to surgeon user. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.